Event description:
A hospital in (B)(6) reported that the "wiring" came out of an opt314 junior cannula during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Wigglepads hold the cannula in place by adhering to the infant's face. Method: the complaint op314 cannula was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the left flexitube and the left loop pad had detached from the cannula. The loop pad has an adhesive backing when it is fitted to the cannula. There was glue residue present on the cannula. The left loop pad was not returned for evaluation. The detached tube appeared to have been pinched and squashed. Adhesive was present on two sides of the tube as well as on the internal surface of the cannula tube joint, indicating that the tube had been properly glued in place. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the detachment of the tube from the cannula tube joint was likely caused by excessive pulling force. The loop pad appeared to have come loose due to the failure of the adhesive backing to adhere to the loop pad. This could not be confirmed as the detached loop pad was not returned for evaluation. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - check cannula remains secure on the face. Replace wigglepads if required.